Event description:
General report received of unrequested bolus doses being delivered during preventative maintenance. During testing in the hospital biomedical engineering department, eight bolus cords were found to have physical damage resulting in unrequested doses. There were no reports of any adverse events while the devices were in clinical use.